Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a system error 322. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the system error 322 alarm was confirmed and was not reproduced. Evaluation determined that this was caused by a failed upper latch switch. The upper auxiliary, which contains the failed latch switch, was replaced.